Event description:
Customer reports that she tested hi at 11:00am and took 10 units of novolin n and 4 units of novalog. Customer tested again at 5:45pm with a result of 180mg/dl and passed out shortly after the result. The customer was transported to the hosp. Within fifteen minutes and reportedly tested 30mg/dl on their device. Customer ststes that she was given d-50 at the hosp, a shot of toradol, and a shot of phynidrin. No quality controls were unsed. Requested return of suspect device and replacement was sent.